Event description:
Pt was transferred from the bvs 5000t console. After approx 5 minutes of support on the bvs 5000i, operating on batteries, the console shut down without alarming. Pt was supported by backup foot pump until alternate console was deployed. No pt injury was reported.